Event description:
It was reported that the patient had a knee arthroscopy with arthroscopic synovectomy due to arthrofibrosis. No devices were removed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon ts system. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The following other devices were added to this report after submission of the of initial emdr report: tri ts femur sz8 right; cat# 5512-f-802; lot# yaxjr1. Triathlon cemented stem-15mm x 50mm; cat# 5560-s-115; lot# m6s62k. Tri post augment sz8 5mm; cat# 5543-a-800; lot# yhuw. Triathlon cemented stem-15mm x 100mm; cat# 5560-s-215; lot# m8t3a. Triathlon symmetric x3 patella; cat# 5550-g-391; lot# 8n9p. Triathlon femoral distal augment 5mm - size 8 right; cat# 5540-a-802; lot# xrbs. Tri ts baseplate size 8; cat# 5521-b-800; lot# ivsv. Triathlon femoral distal augment 5mm - size 8 right; cat# 5543-a-802; lot# idkm. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mkt114. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mbu016. An event regarding arthrofibrosis involving a triathlon insert was reported. The event was confirmed. Method and results: no devices were returned; they remain implanted. The medical review indicated that there is no examination of the explanted components, no dated serial x-rays, no follow-up subsequent to (B)(6) 2014, and no documentation if wound drainage was resolved, whether the patient is still on antibiotics, or if any indication of infection is present. In this large male patient with a post-operative arthrofibrosis and two-stage revision for presumed infection, there is no evidence that this clinical course was contributed to by factors of faulty component design, manufacturing or materials. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: based on the medical review, there is no evidence that this clinical course of two-stage revision for presumed infection and post-operative arthrofibrosis was contributed to by factors of faulty component design, manufacturing or materials. Further information such as return of reported devices and further follow up reports are needed to complete the investigation to determine a definitive root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had a knee arthroscopy with arthroscopic synovectomy due to arthrofibrosis. No devices were removed.